Event description:
Olympus medical systems corp. (Omsc) was informed from the user that unspecified error occurred. During the incoming inspection for repair of the subject device at olympus (B)(4), it was found that the error b33 which indicated failure of the endoscope occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the electrical circuit board. The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, if error b33 occurred in the combination of another cv-170 and the endoscope which was used during the subject procedure, it was presumed that the cause of the reported phenomenon might be the endoscope. If error b33 occurred when any endoscope was connected to the subject device, it was presumed that the data of eeprom inside the endoscope could not be partially received due to accidental failure of the electronic device inside the subject device which was receiving the data of eeprom inside the endoscope. If additional information becomes available, this report will be supplemented.